Event description:
Customer stated "on (B)(6), 2011 at about 10:35 (pump download suggests a slightly later time), a 2gm 50ml minibag of magnesium sulfate infused in 10 minutes rather than the 2 hours intended. Both (B)(6) staff rn and nursing instructor who had been a (B)(6) employee verified that the IV pump was programmed to infuse at 25 ml/hr to infuse the 50 mls in 2 hours. The staff rn re-entered the pt's room about 10 minutes later to find that the minibag had infused completely and the channel still stated that the pump was infusing at 25 ml/hr. Patient (B)(6) female with hypotension, cardiomegaly and pre-renal azotemia had a magnesium level of 1.0 when the supplement was ordered. Pt did not experience changes in vital signs or dysrhythmias post-bolus that day or later in her stay. She was discharged home 3 days later. We do not have the disposables used for this infusion. Equipment involved: pcu model 8000, (B)(4) (has been in biomed since the incident was reported; lvp (B)(4) (we are attempting to retrieve from general circulation)." There was no report of pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.